Event description:
It was reported that after the cement was mixed, a hair was discovered on the syringe. The surgeon used this cement to complete the procedure. There was no report of anything falling into the surgical site. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer for investigation. When the device is returned, a quality investigation will be performed and a f/u report will be filed.